Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an angioplasty procedure, an enterprise2 4mmx30mm (product code encr403012, lot number: 9664730) was impeded at the microcatheter tip of a prowler select plus 150/5cm (product code 606s255x, lot number: 31634751) and could not be further advanced. Both the stent and microcatheter (mc) were removed from the patient, and new devices were used to complete the surgery. There was no reported patient consequence or clinical impact. No additional information is available. The device was returned to j&j medtech for further evaluation. A non-sterile enterprise2 4mmx30mm was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and as described in the event, the enterprise system was stuck inside the concomitant microcatheter. The stent component and distal tip of the delivery wire were noticed to be protruding from the distal end of the microcatheter. No additional damages were noted. The components were inspected under x-ray imaging, and no appearance of damages were noted. A device history record (DHR) was performed, and internal actions were identified. The customer complaint is confirmed due to the impeded condition of the enterprise system in the concomitant microcatheter. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Confirm the tip of the delivery wire is entirely within the introducer. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an angioplasty procedure, an enterprise2 4mmx30mm (product code encr403012, lot number: 9664730) was impeded at the microcatheter tip of a prowler select plus 150/5cm (product code 606s255x, lot number: 31634751) and could not be further advanced. Both the stent and microcatheter (mc) were removed from the patient, and new devices were used to complete the surgery. There was no reported patient consequence or clinical impact. No additional information is available.